Event description:
This solicited device case from an investigator sponsored trial (ist) was received on (B)(4)2014 from a rheumatologist. Pt ID: unk, country: (B)(6). Study title: (B)(4) study involving (B)(4). This case involves an adult female pt who developed osteoarthritis, left knee pain and stiffness and while receiving treatment with (B)(4). No past drugs, med history, concomitant medications or concurrent condition was reported. On an unk date, the pt initiated treatment with synvisc injection (dose, route, frequency, batch/lot number and expiration date: not provided) into the left knee for an unk indication. On an unk date, the pt developed osteoarthritis, pain, and stiffness after the injection. It was reported that the pt had prolonged period of oral analgesia. Action taken: unk. Corrective treatment: not reported.

Manufacturer narrative:
Outcome: recovering for all the events. Seriousness criteria: significant disability for all the events. A pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events ot determine if a CAPA was required. Reporter's causality: not reported for all the events. Company causality: associated for all the events. Additional info was received on 08-aug-2014. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: (B)(4) follow up company comment dated 12-aug-2014: the follow up info received does not change the previous case assessment. (B)(4)company comment dated 08-aug-2014: in this case, the causal role of (B)(4) cannot be excluded for the occurrence of the event of osteoarthritis and left knee stiffness, however, the lack of info regarding the underlying med history and concomitant medications used by the pt precludes complete case assessment.